Manufacturer narrative:
The incident sample was requested but the customer has indicated that the device is not available for return. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that post-operative bleeding took place after a tonsillectomy where this device was used. The patient returned to the hospital two weeks after the original operation, and additional cautery was performed to address the bleeding. The patient is currently doing well.